Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly customer changed out the infusion set supplies to address the issue. Replacement cartridges were sent to the customer. Customer¿s blood glucose level was 230 mg/dl.